Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports hospitalization due to high blood glucose level. The blood glucose reading was 454 mg/dl. Customer experienced symptoms of racing heart, pain, dry mouth, excessive thirst, vomiting, and frequent urination. She was at the airport when the symptoms began. Customer stated she had no back up plan and continued treating with the insulin pump only. No further information was reported.